Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of incident and patient information has been requested.

Event description:
The customer reported that on (B)(6) 2017, the device did not alarm. The device was in clinical use at the time of the reported incident; the patient died.

Manufacturer narrative:
A philips field service engineer (fse) was able to obtain alarm logs from the customer. A review of the alarm logs for this reported time of the event found multiple red alarm. However, information was not provided for which bed number was affected; therefore, it cannot be determined if the affected patient bed had alarmed. Multiple attempts to obtain the bed information were unsuccessful. Information was not able to be obtained on the status of the device. However, there have been no subsequent calls logged for this device, or issue, from this customer. The device remains at the customer site. Philips cannot rule out a product malfunction. Based on the available information, the exact cause of the reported issue could not be determined and remains unknown. No further investigation is warranted at this time.